Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump primed properly and no excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 450mg/dl. The customer's levels had been over 500mg/dl. The customer was treated for the highs at the hospital with IV fluid and shots. The customer states they had received no delivery alarms. The customer states they changed set multiple times, but continued to receive no delivery alarm. The customer was advised the pump would be replaced and returned for analysis.